Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor coil cap "dropped off" during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to f10/h6: patient codes (replace 2654 with 2645). H4: the lot was manufactured from october 11, 2019 - october 14, 2019. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the red coil cap had detached from the housing. No signs of malformed housing were found that would indicate the cause of a detached coil cap. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.